Manufacturer narrative:
(B)(4). The device was received and an evaluated was performed. The baxter evaluation was unable to reproduce the customer's reported symptom. The device passed downstream occlusion tests per the spectrum service manual. The device also passed additional occlusion testing.

Event description:
It was reported that a pump failed the downstream occlusion test portion of a preventative maintenance test.